Event description:
The product retrieval system (basket) won't open when the surgeon tried to retrieve a specimen. A new product was opened and used to complete the surgery. Defective product was discarded. Manufacturer response for specimen retrieval basket, inzii (per site reporter). Rep requested additional information and provided possible reasons for failure of device, which included: the product is defective. Bag was partially deployed prior to insertion into the cavity. Handle on deployment device was not fully pushed forward which would then cause bag not to open all the way. Requested follow up once more on if any further information is needed from user facility. No response back yet.